Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
The ipg model and serial numbers were provided confirming it had met expected longevity. The device is no longer reportable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information.

Event description:
It was reported that patient's ipg was reaching end of life. Surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op. However, longevity cannot be calculated since the device model number and serial number are unknown.